Manufacturer narrative:
The lot number the customer provided initially was incorrect and is being updated through this supplemental filing.

Event description:
It was reported by the customer that the blood collection needles are snapping at the hub when they try to close them, and sometimes the safety cap doesn't line up at all to cover the end of the needle. No information was received regarding any serious injury as a result of these reported issues.